Event description:
It was reported that; surgeon was using the tap, and the threads of the tap broke off in the patient's pedicle. The surgeon wasn't able to remove the threads, so he then continued to tap with a 5.5mm tap and inserted the screw.

Event description:
It was reported that; surgeon was using the tap, and the threads of the tap broke off in the patient's pedicle. The surgeon wasn't able to remove the threads, so he then continued to tap with a 5.5mm tap and inserted the screw.